Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the incision site. The boston scientific representative provided the incision site opened and the device fell out. The patient then discarded the icm device, and it will not be returned for analysis. Subsequently another icm device implant procedure was scheduled and another icm device was implanted successfully. There were no additional adverse patient effects reported.